Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during an unknown cycle of peritoneal dialysis therapy. During troubleshooting, the supply bag was found disconnected from the cassette. The patient stated that the caregiver stepped on the supply bag and it became disconnected from the cassette. Renal therapy services (rts) advised patient to use manual or set up with new supplies. Reviewed proper procedures per the user manual. There was no patient injury or medal intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.